Manufacturer narrative:
Weight-race: unk. PMA/510(k): this product is not marketed in the us. Claim#: (B)(4).

Event description:
The reporter indicated that a 13.2mmvticmo 13.2 implantable collamer lens of -3.5/1.5/90 (sphere/cylinder/axis) was implanted into the patient's left eye (os) on (B)(6) 2022. On (B)(6) 2022, the lens was removed and a shorter length lens was implanted due to excessive vault. The replacement resolved the problem. It is unclear if the lens was exchanged within the same surgery or subsequent surgeries within the same day.. Attempts to obtain additional information have not been successful. Cause is reported as unknown.

Manufacturer narrative:
Additional information: b5- "the reporter indicated that a 13.2mm vticmo 13.2 implantable collamer lens of -3.5/1.5/90 (sphere/cylinder/axis) was implanted into the patient's left eye (os) on (B)(6) 2022. The patient experienced excessive vault. On (B)(6) 2022, the lens was exchanged for a shorter length lens; opposite toric median and the problem was resolved. Cause is reported as unknown." Claim# (B)(4).

Manufacturer narrative:
Corrected data: a2- dob: (B)(6) 1975 corrected to (B)(6) 2003. H6- device problem: off label- age<21 years. Claim# (B)(4).